Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autogard catheter had a deformed catheter tip twice. The following information was provided by the client: "the boss realizes that the jelco has a very open tip, so it does not allow the jelco to be inserted correctly."

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1239745, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a small amount of damage to the catheter. Additional information was received that showed that the catheter tip was not being rotated prior to use to break the tip adhesion. This was determined to the be the root cause of the reported defect. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte autogard catheter had a deformed catheter tip twice. The following information was provided by the client: "the boss realizes that the jelco has a very open tip, so it does not allow the jelco to be inserted correctly."